Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On 2/23/212 further information was received that the patient was revised because of alval/soft tissue issues.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (right), reason(s) for revision: alval / soft tissue reaction. Update: reason for revision from (B)(6) spreadsheet dated 23 feb 2012. Update: amended implant date, added products and surgeons forename. Received: march 1st 2013. Invalid lot number provided - 2480898. Update received 22 september 2014. Lot number added for femoral head. Hospital name amended. Revision date amended. Additional surgeon added. Revision reason detail added. Reason(s) for revision: alval / soft tissue reaction (significant), pseudo tumour.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.